Manufacturer narrative:
Exact date unknown, event occurred in the past several years from date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2352700 model: sc-2352-70 serial: (B)(6). Batch: 16854495.

Event description:
It was reported that the patient was experiencing irritation at the ipg site and had inadequate pain relief. It was also noted that patient only felt tingling sensation. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted ipg and leads were not returned as they were discarded by the medical facility.